Manufacturer narrative:
The technician isolated the issue to the right trendelenburg cylinder. He replaced the right trendelenburg cylinder to repair the stretcher.

Event description:
Info received indicates trendelenburg is not working on the stretcher.